Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, the lead was damaged at implant. The inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt both leads were too short for the patient. The leads were not implanted and longer leads were used. No patient complications have been reported as a result of this event.